Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the prograsp forceps instrument became caught on bowel tissue. This caused a 1mm tear in the bowel, which was sutured to repair the defect. The procedure was completed robotically with no further complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.